Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When she opened the cassette door it was wet inside. Pt states no ill effects or antibodies taken. Effluent remains clear. There is a sample available for eval.